Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board was not calculating correctly into the bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the black box data showed no evidence of errors, alarms, or warnings related to the complaint. During testing, the pump performed the ezprime steps with no issues occurring. The insulin on board settings were set at three hours. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were recorded accurately in the bolus history. An ezcarb bolus was programmed with bg corrections and the pump was found to be accurately calculating bolus totals. The complaint was not duplicated or verified during investigation.